Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, there was positive electricity on the black arm of the large suture cut needle driver instrument when the spd tests its integrity. There was no reported injury.

Manufacturer narrative:
The large suture cut needle driver instrument has been returned and evaluated by the failure analysis team and was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.147¿ x 0.091¿ and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.